Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging congestion in the lungs, sinus congestion and shortness of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging congestion in the lungs, sinus congestion and shortness of breath related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer stated that device was already returned. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Manufacturer previously incorrectly reported section d2 which is now correctly updated in this report.